Event description:
It was reported that this female peritoneal dialysis (pd) patient was admitted to the hospital for a pd related issue and was to have the pd catheter (not a fresenius product) removed. Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2022 with a diagnosis of peritonitis after presenting with abdominal pain and an inability to drain. A pd effluent culture was not obtained due to the pd catheter being unable to drain. The pd catheter was removed on (B)(6) 2022. The patient was initiated on hemodialysis via arteriovenous fistula (avf) while in the hospital. The patient will continue with hd upon discharge. The hospital has not sent the patient¿s hospital records to the clinic; therefore, no further information was available. The patient remains hospitalized. The patient¿s hospitalization was not related to any fresenius device(s) or product(s).